Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the returned device revealed that the guidewire was slightly bent in the middle ptfe section. The returned guidewire was slightly shaped on its distal section. During analysis, the guidewire was able to be further shaped and performed as intended. The guidewire ptfe coating was examined under magnification. The ptfe was compressed and scraped off at approximately 18.0cm from its proximal end. The torque device was on the guidewire where the ptfe was compressed and scraped. The ptfe coating appeared to have been scrapped with sharp object or torque device collet. During functional testing, the guidewire was attached to a torque device and one to one torque was checked. The guidewire torque was not smooth due to the bend on the guidewire. The guidewire was loaded and advanced into a demo excelsior sl-10 microcatheter and the guidewire came out of the microcatheter distal end with slight friction. Based on the investigation and the information provided, it is likely that the guidewire was bent during preparation prior to use as a result of handling. The bend on the guidewire appeared to contribute to the unsmooth torque and friction observed during functional testing when the device was advanced into a demo sl-10 microcatheter. Additionally, the ptfe coating appeared to have been scraped off the guidewire with the torque device collet and/or introducer. Since the dfu instructs the user to "securely fasten the torque device onto the wire to prevent slippage of the torque device and to avoid product damage (i.e. Core wire abrasion/peeling of ptfe, etc.)", a probable cause of use error was assigned to the analyzed guidewire ptfe coating peeling.

Event description:
Analysis of the returned device revealed that the guidewire polytetrafluoroethylene (ptfe) coating was scrapped off. There were no clinical consequences to the patient reported.